Event description:
The customer reported that after positioning a patient on the CT couch for a clinical CT procedure and when walking back to the control room the couch moved a couple of inches toward the gantry. There was no report of harm to a patient or operator. The field service engineer (fse) determined the cause was from failed absolute and positional encoders.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).